Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that the display device read failed transmitter error on (B)(6) 2016. No additional patient or event information is available. Data was provided for evaluation. The reported failed transmitter error was confirmed via data. A root cause could not be determined. The transmitter was returned for evaluation. External visual inspection was performed and there were no observations found related to the customer complaint. A transmitter pairing test was performed with nordic bluetooth device and transmitter failed the test . The global transmitter final function test was performed and failed as well. Share log data was reviewed and transmitter error alert was found on the date of issue. The reported customer complaint with the transmitter was confirmed during functional testing. The root cause could not be determined post investigation.